Event description:
The customer reported that the system displayed an interlock failure error message and would not boot up. There was no report of pt injury or death.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The circuit breaker was replaced during the service call. The system was tested and found to be working as intended and put back into service.